Event description:
Additional information reported the high impedances were measured immediately after the ins was implanted and that the patient had not experienced any falls or traumas. It was noted the surgical revision was planned for mid-may as of the time of follow-up.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had undergone an ins replacement and since then, the impedances on the right side had been out of range (2,040-6 ,500). The tremor symptoms on the left side had reappeared. The ins had almost reached end of service (eos) level and needed to be replaced. It was unknown what led to the event. A replacement/revision was planned. The issue was not resolved at the time of report.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead.

Event description:
Additional information received from a company representative reported the out of range impedances were actually on the left side. Before revision, they checked the impedances and they were still out of range. They revised the lead, cleaned the contacts carefully, and measured the impedances again. At that time, they were ok. The patient was perceiving stimulation ok.